Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bj314r - mikulicz peritoneum forceps cvd.200mm. According to the complaint description, the product was broken during artificial hip replacement surgery. The break was noted after the procedure, and revision was performed on (B)(6) 2024. Devices were replaced on three (3) sets after this event. . According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: bj314r / mikulicz peritoneum forceps cvd.200mm - lot unknown (aesculap ag reference no. (B)(4). Bj314r/ mikulicz peritoneum forceps cvd.200mm - lot unknown (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: b5 - description updated, and leading materials confirmed, d4 - batch number, d9 - product return, h3 - manufacture date, h3 - yes, evaluation, h6 - codes updated. Investigation results: visual inspection: the provided products showed teeth damaged or broken off. Results of hardness test revealed that all three (3) devices were within target (420+110 hardness per vickers (hv5)). Batch histor review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to specification valid at the time of production. There are no other similar complaints within these batches. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: bsed upon the available information, a conclusion or root cause for the reported issue could not be determined. There are no hints for a material or manufacturing problem. Based upon investigation results, no CAPA is required.

Event description:
It was confirmed that devices on all three (3) sets were broken; although only one (1) had been used in the noted procedure. The involved components are now also considered to be leading materials. Associated medwatch reports: 9610612-2024-00148 (bj314r: aesculap ag reference no. (B)(4)), 9610612-2024-00190 (bj314r: aesculap ag reference no. (B)(4)), 9610612-2024-00191 (bj314r: aesculap ag reference no. (B)(4)).